Event description:
Surgeon attempted to initiate anastomosis of esophagus after esophageal cancer excision using circular stapler and anvil. The anvil would not connect to the stapler and the surgeon was unable to fire stapler. New device was used successfully, no harm to patient.